Event description:
Unomedical reference number(B)(4). Event occurred in the united states it was reported that customer faced leakage at site. The infusion set was in use for 12-24 hrs. No further information available

Manufacturer narrative:
Initial and final MDR (B)(4). MDR (B)(4) device 2 of 9.